Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2012, to excise an overgrowth of soft tissue around the implant site. The abutment was also removed, with the intention of later fitting the patient with a longer abutment. The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, patient underwent procedure on (B)(6) 2012 for soft tissue removal; not (B)(6) 2012 as previously reported. On (B)(6) 2012 the abutment was removed; as of (B)(6) 2012 the patient was healing well and plans on following up in three months. This report is filed september 27, 2012. Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to replace the abutment and remove excise skin on (B)(6) 2013, due to skin overgrowth near the implant and abutment. During this procedure, the patient was injected with a local anesthetic (type and dosage not reported. On (B)(6) 2013, the abutment reportedly detached from the fixture and was replaced on (B)(6) 2013. (B)(4). Implanted device remains.